Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced an infusion set connection issue event on (B)(6) 2026. The infusion set cannula was ripped out while removing the insertion device. The issue occurred within three hours of insertion. The insertion site was the abdomen, and the issue occurred with two infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR-(B)(4)- device 1 of 2